Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump kept beeping. The keypad on the insulin pump was unresponsive and she was unable to clear the alarm. Customer's blood glucose level was 81 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.